Event description:
Further follow-up revealed that the pt has experienced worsening of seizures which affect her breathing. The pt indicated that she feels like she needs tobe seen in the emergency room and that she has been hospitalized 3-4 times in the past month. The pt reported that there have been no changes in medication that could be contributing to the increase in seizures. The pt also indicated that her seizures are worse than her pre-vns baseline frequency.

Event description:
Reporter indicated that vns patient was hospitalized for treatment of seizures. It was reported that the patient's right arm has begun to move during their seizures and that this was new for the patient. The hospital reportedly did not administer any medications to the patient for three days. Investigation to date has been unable to determine the cause of the reported event.